Event description:
During deployment, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Currently pending return of the device for eval of the device and investigation of the incident.